Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient was experiencing a heating sensation, redness, and swelling at the site of the ipg. The patient noted the ipg site was red, swollen, and hot. The patient has been prescribed antibiotics to address the possible infection.

Manufacturer narrative:
A patient was experiencing a heating sensation, redness, and swelling at the site of the ipg was reported to abbott. The patient noted the ipg site was red, swollen, and hot. The patient has been prescribed antibiotics to address the possible infection. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.